Event description:
In 2006, a gore excluder aaa endoprosthesis was successfully implanted. A postoperative computed tomography scan revealed a distal type I endoleak from the ipsilateral leg of the trunck ipsilateral leg component. Five months later, an iliac extender component was implanted and the final intraoperative angiogram did not reveal the presence of an endoleak. A postoperative computed tomography scan revealed an endoleak, type unk. There is no aneurysmal sac enlargement and the physician will continue to monitor the patient.

Manufacturer narrative:
The device remains functioning in the pt. A review of the manufacturng paperwork is being conducted.